Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg which is off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025, he experienced severe chest pain while the cgm reading was 3.0 mmol/l and the blood glucose reading was 35.0 mmol/l. The patient went to the hospital and at the hospital the patient was ¿put on a machine that balanced out his blood sugar¿, which was understood as an insulin pump. The patient called dexcom on the day of the event, while they were still at the hospital. The patient stated they would be going to do blood tests to rule out any heart damage. The patient was feeling unwell during the call, but the chest pain had settled down a bit. The patient stated they were unsure how much time they were going to need to be in the hospital for. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.